Event description:
It was reported that the 9800 system had a temperature sensor error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The tube type settings were corrected during the service call. The system was tested and found to be working as intended and put back into service.